Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no error found. The unit passed all functional and safety tests and was cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) pump went into standby and quit pumping, no alarm, and EKG settings error lead fault. There was no patient involvement.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) pump went into standby and quit pumping, no alarm, and EKG settings error lead fault. There was no patient involvement.